Event description:
On (B)(6) 2015 the reporter contacted animas alleging the patient¿s blood glucose (bg) on (B)(6) 2015 was 740 mg/dl. The reporter noted the patient was hospitalized. It was reported the pump¿s basal settings were incorrectly programmed and the patient had not checked their bg values for 2 weeks and had not boluses for 10 days. During troubleshooting, it was reported that: the pump¿s basal history and total daily dose basal history were appropriate for the programmed basal rates; the bolus history matched the total daily dose bolus history; the bolus history recorded was accurate as programmed. This complaint is being reported because the reported patient use error could not be ruled-out from contributing to the alleged serious health event. There was no indication or allegation of a device malfunction.

Manufacturer narrative:
The device has not been requested for return to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.